Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the pump ar-6480 (sn: (B)(6) system including the tubing didn`t stop pumping creating overpressure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 05-mar-2025 it was confirmed that only arthrex tubings were used with the pump. To rule out the tubing set as the reason for the failure, it was replaced twice to no avail. The pump was set at 50 when error occured, and error occured without settings being altered. No alarms or errors were received at the time.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6) , was returned for evaluation. The returned device was visually inspected, and no problems were found with the exterior of the dualwave¿ arthroscopy fluid management system. Manufacture date is 19-mar-2024 the returned device was assembled with an ar-6410 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump ran for 30 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected ¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. - pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 90, respectively. These results indicated no problem with pressures. - complaint allegation is not confirmed.